Event description:
It was reported that the patient has been rewarming since 04:30. Patient temperature was dropping and water temperature did not seem to be increasing. Patient temperature was 36.3c dropped to 36.1c in the last hour. Four pads connected with no exposed abdomen. Nurse denied any shivering, microshivering or seizures. Patient temperature was 36c, target temperature was 37c, water temperature was 28.8c. Tdi was 1 bar trending downward. Patient temperature 1 was 36c (temperature sensing foley), patient temperature 2 was 35.8c (rectal). Outlet monitor temperature (t1) was 29.3c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 29.2c, chiller temperature (t4) was 4.1c, water flow rate was 2.7 lpm, inlet pressure was -7 psi, circulation pump command was 66 percent, mixing pump command was 0, heater was 16, water reservoir level was 5, system hours was 5174, pump hours was 4178.4. Mis walked through draining 16 ounces of water from right drain port. Mis started therapy and device stabilized at 3.2 lpm with water temperature was 38.3c and climbing. Mis advised to call back with any additional questions or concerns. Second call from same day nurse stated had overfill. Nurse drained water from the device and reached target temperature, but now patient temperature was over target temperature . Target temperature was 37c, patient temperature 1 was 37.8c (temperature sensing foley), patient temperature 2 was 24.4c (rectal), patient temperature 3 was 38c (rectal probe on monitor). Outlet monitor temperature (t1) was 37.8c, outlet control temperature (t2) was 24.4c, water flow rate was 1.6 lpm, water temperature was 22.7c, system hours was 5174, pump hours was 4178.4. Patient was 84kg using size medium pads, but nurse stated there was no exposed abdomen. Nurse was using a bair hugger but has since removed it. Removed rectal probe seeming to be reading wrong. Mis suggested nurse check for any other sources of heat generation (such as feeling the jaw for shivering). Device seemed to be working as it should to get to target temperature. Mis offered to call back and nurse stated would give a call back if needed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient has been rewarming since 04:30. Patient temperature was dropping and water temperature did not seem to be increasing. Patient temperature was 36.3c dropped to 36.1c in the last hour. Four pads connected with no exposed abdomen. Nurse denied any shivering, microshivering or seizures. Patient temperature was 36c, target temperature was 37c, water temperature was 28.8c. Tdi was 1 bar trending downward. Patient temperature 1 was 36c (temperature sensing foley), patient temperature 2 was 35.8c (rectal). Outlet monitor temperature (t1) was 29.3c, outlet control temperature (t2) was 29.3c, inlet temperature (t3) was 29.2c, chiller temperature (t4) was 4.1c, water flow rate was 2.7 lpm, inlet pressure was -7 psi, circulation pump command was 66 percent, mixing pump command was 0, heater was 16, water reservoir level was 5, system hours was 5174, pump hours was 4178.4. Mis walked through draining 16 ounces of water from right drain port. Mis started therapy and device stabilized at 3.2 lpm with water temperature was 38.3c and climbing. Mis advised to call back with any additional questions or concerns. Second call from same day nurse stated had overfill. Nurse drained water from the device and reached target temperature, but now patient temperature was over target temperature. Target temperature was 37c, patient temperature 1 was 37.8c (temperature sensing foley), patient temperature 2 was 24.4c (rectal), patient temperature 3 was 38c (rectal probe on monitor). Outlet monitor temperature (t1) was 37.8c, outlet control temperature (t2) was 24.4c, water flow rate was 1.6 lpm, water temperature was 22.7c, system hours was 5174, pump hours was 4178.4. Patient was 84kg using size medium pads, but nurse stated there was no exposed abdomen. Nurse was using a bair hugger but has since removed it. Removed rectal probe seeming to be reading wrong. Mis suggested nurse check for any other sources of heat generation (such as feeling the jaw for shivering). Device seemed to be working as it should to get to target temperature. Mis offered to call back and nurse stated would give a call back if needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned